Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Five lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on all five of the lots. There was one nonconformance (nc) on one of the lots. The dns and nc were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) clinic manager sent an inquiry to fresenius global medical information & education to ask about a dialyzer for an in-center hd patient wanting to transition to home hd. In the inquiry, it stated this female patient had a severe reaction to the optiflux f160nre dialyzer in the past. No further information pertaining to that reaction was provided. It is unknown if the patient experienced a serious injury or required immediate medical intervention. The patient¿s dialyzer was switched to the gambro revaclear 300 to resolve the issue. The patient continued to complete future treatments utilizing the revaclear dialyzer. The patient has since transitioned to home hd. Attempts to obtain additional information related to the severe reaction were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the limited information, there is a temporal and a possible causal relationship between the fresenius optiflux f160nre dialyzer and the patient¿s reported severe reaction during hemodialysis treatment. The change in dialyzer to the gambro revaclear 300 resolved the patient¿s issue which supports the indication that the patient was experiencing a dialyzer reaction. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f160nre dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux f160nre dialyzer cannot be excluded as causing or contributing to the patient¿s reported severe reaction.

Event description:
A hemodialysis (hd) clinic manager sent an inquiry to fresenius global medical information & education to ask about a dialyzer for an in-center hd patient wanting to transition to home hd. In the inquiry, it stated this female patient had a severe reaction to the optiflux f160nre dialyzer in the past. No further information pertaining to that reaction was provided. It is unknown if the patient experienced a serious injury or required immediate medical intervention. The patient¿s dialyzer was switched to the gambro revaclear 300 to resolve the issue. The patient continued to complete future treatments utilizing the revaclear dialyzer. The patient has since transitioned to home hd. Attempts to obtain additional information related to the severe reaction were unsuccessful.